Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with lioresal intrathecal (500 mcg/ml) at a dose rate of 50 mcg/day. On (B)(6) 2015, the patient experienced a sudden onset of infection specified as urosepsis. As a result, a total system explant occurred on (B)(6) 2015. The patient was to remain in the hospital for observation over the weekend. There was no allegation against device sterility. The patient's indication for pump use was intractable spasticity and a spinal cord disease/spinal cord disease. Additional information has been requested, but it was not available at the time of this report.